Manufacturer narrative:
The technician replaced the foot end brake casters to resolve the issue.

Event description:
The technician alleged the brakes set but do not hold on the foot end of the stretcher. No pt impact.